Event description:
It was reported that the device had an event of error: downstream occlusion that occurred while in use with patient and no known patient/clinical harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device. Visual inspection found no damage to device. The customer's reported problem, "downstream occlusion during while in use with patient." Cannot be replicated, the report error by testing with 100ml cassette. Testing downstream occlusion found to be 22 psi with smite 2. The most likely cause of the report error is downstream occlusion (dso) sensor. Replaced dso sensor to resolve report error. This device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.